Event description:
The patient's parent states that they didn't notice the tip was cut off the catheter and cathed the patient. When they took the catheter out, the patient bled. They didn't seek medical attention. The patient is fine now but they just wanted to let co know.